Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿puncher or die shoe damaged/broken¿. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. Based on the results of the investigation, no additional actions are needed. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review is not required because a review of the label could not have prevented this issue the device was not returned.

Event description:
It was reported that the patient got five touchless plus catheters in six months that had no eyelets on them. Patient had been using the product for less than 90 days.

Event description:
It was reported that the patient got five touchless plus catheters in six months that had no eyelets on them. Patient had been using the product for less than 90 days.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.